Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure device that broke') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), spondylitis ("arthritis in my neck"), loss of libido ("no libido") and arthritis ("arthritis in my shoulder, hip, and knee"). Essure treatment was not changed. At the time of the report, the device breakage, spondylitis, loss of libido and arthritis outcome was unknown. The reporter considered arthritis, device breakage, loss of libido and spondylitis to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure device that broke') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), spondylitis ("arthritis in my neck"), loss of libido ("no libido") and arthritis ("arthritis in my shoulder, hip, and knee"). Essure treatment was not changed. At the time of the report, the device breakage, spondylitis, loss of libido and arthritis outcome was unknown. The reporter considered arthritis, device breakage, loss of libido and spondylitis to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: device breakage, art. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.